Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Reserve sample from the same lot was tested. The reported behavior of the cement could not be reproduced. The reported event could not be confirmed. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the cement remains implanted in the patient. Reserve sample from the same lot was tested under standardized conditions. The product did not show any unusual behavior during mixing, handling or setting. The reported behavior of the cement could not be reproduced. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. 4 similar complaints have been recorded for optipac 40 rrfobacin® bone cement r, reference 4710500394-3, batch 812ba08670 within one year. With the available information, the exact root cause of the event could not be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that hardening time of the optipac 40 refobacin bone cement was too long. This malfunction happened during a total knee prothesis on (B)(6) 2019. No known adverse event was reported for the patient.